Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left capsular contracture; baker grade unknown. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent breast implant surgery with mentor medical devices (siltex hpg, 375cc, date of implant (B)(6) 2014 ) has experienced breast implant rupture on the right side. It was also reported that the patient has developed a late onset seroma on the right side (no cytopathology data was provided). It was also reported that the patient has experienced bilateral capsular contracture; baker grade unknown. As a result, the patient underwent bilateral implant explantation on (B)(6) 2019. The patient had a mammogram and ultrasound that confirmed fluid in the right breast, in between the implant and the capsule. The fluid will be sent to pathology and test for bia-alcl diagnosis after the explantation surgery. At this time, the results of the pathology report have not been provided. This report is for the patient¿s left-sided device.